Event description:
Stone baskets are broken when taken out of the box. It has also been reported that they break on handling and they are bent and twisted. The sample was found to confirm observation the porduct was broken when out of box, broken when grabbing, bent or twisted. Changed in primary packaging to minimize "coil."